Manufacturer narrative:
Dont submit yet - awaiting for the aware date. Might need to change it b2: date of death: patient passed away in (B)(6) 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away "during therapy" while using an amia device. The cause of death was unknown. It was reported that the patient lost consciousness during therapy and was sent "to the intensive care unit (ICU) of a hospital". The patient subsequently passed away the next day. It was not reported if an autopsy was performed. It was reported that the patient "coded while connected to the machine". It was not reported if the patient was connected at the time of death. No additional information was available.

Manufacturer narrative:
Correction: b2. Device evaluation: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional returned instrument testing was performed which included volumetric verification and the device passed all testing. A short simulated therapy was successfully performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.